Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system and insulin squirted out during a site change. Customer's blood glucose was 372 mg/dl. Customer had dropped the device before. Customer mentioned there was a crack right above the up arrow button. Device was exposed to the rain water. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to moisture damage on the motor home switch. Also, moisture damage was noted on the electronic assembly. Unable to perform the current, unexpected restart or functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the compromised force sensor system alarm due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.